Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The burn rate seen (48 worldwide incidents out of estimated 139,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral burns with ulceration and possible mild infection 17 days post miradry treatment. Antibiotics (keflex po) and a steroid cream (triamcinolone cream) were prescribed. A culture of the affected area was positive for enterobacter cloacae. The treating clinic switched antibiotics to cipro 500mg po bid for 10 days. As of 43 days post-treatment, the symptoms were resolving.